Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen and morphine (concentrations and doses unknown) via an implantable drug delivery pump. It was reported that the patient went in for an unrelated lumbar decompression procedure and the surgeon inadvertently cut and pulled the catheter out. The hcp stated that the surgeon had tied off the catheter and left it at that. The hcp reported that they went in and interrogated the pump which confirmed that there were no issues with the pump. The hcp saw that there was only about 1 ml of drug left in the pump so they programmed the pump to a temporary stop. They stated that they will medically manage the patient with oral baclofen and morphine in the meantime and they wanted to know what their options were with the pump. The hcp planned on the replacement of the catheter and potentially the pump as well at a later time. Technical services (tss) reviewed the options to keep the pump in a temporary stop (reviewed that the 48 hour alarm will go off), programming the minimum rate and filling the pump with saline, or to permanently shut off the pump. The hcp planned to keep the pump in a temporary stop on (B)(6) 2020 and (B)(6) 2020 and fill the pump with saline/program it to the minimum rate until the catheter is revised. No patient symptoms or further complications were reported. Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 4000 mcg/ml at 665.3 mcg/day and compounded morphine 12 mg/ml at 1.996 mg/day via an implanted pump. It was reported the hcp wanted to discuss off state and the passcode was provided. The hcp gave consent and confirmed they understood that by entering in the pump off passcode that pump could never be restarted. It was noted the patient had elective spinal surgery on (B)(6) 2020 and the intrathecal catheter was cut. This was unable to be repaired. It was noted the revision for the catheter would not take place until the patient recovered from the surgery. It was also reported they wanted to program the pump to off state. Patient symptoms were not reported. No further complications were reported.